Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted a needle tip was not captured by a cuff. The device was removed and a second proglide was used but resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The perclose proglide instructions for use (IFU) states under special patient populations. "The safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site." Device #1 proglide, part# 12673-03, lot# unk, is being filed under medwatch manufacturer report number 2953144-2009-01403.